Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with a crack on the battery tube which extends to the top where a piece of the battery threads broke off. Also the s/n label located between the belt clip rails has rubbed off and become illegible. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment cracked. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.